Event description:
New information received indicated that the infection was bacterial and the patient was septic. The pocket did not appear to be infected. The explant procedure was uncomplicated.

Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
Related manufacturer reference number: 2938836-2019-13279, 2938836-2019-13281. It was reported that the patient presented with a system infection, the cause of which was unknown. The system was explanted. The patient is recovering.

Manufacturer narrative:
Analysis was normal. No anomalies were found.